Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she went to clear a low reservoir alert and received a button error. Customer stated that the keypad has been finicky for a while but it won't respond at all now. Customer stated there were hairline fractures on the casing. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.